Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on readings obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event not requiring medical intervention, but did require emergent food administration. During the call to customer support, it was revealed that consumer does not control solution test, their test strips for integrity before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.